Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a left achilles tendon rupture anastomosis had been performed on (B)(6) 2022 using a twinfix ultra, during the dressing change in another hospital, the patient experienced a pulled off of the scab on the surface of achilles tendon incision, resulting in the exposure of achilles tendon and skin damage. This adverse event led to hospitalization, the patient was given debridement with cefuroxime sodium 1.5g and dressing change after the admission. The flap transfer operation was performed to cover the skin defect area and after the wound was stable and dry, the patient was discharged. The current health status of the patient is unknown.

Event description:
It was reported that, 2 months after a left achilles tendon rupture anastomosis had been performed on (B)(6) 2022 using a twinfix ultra, during the dressing change in another hospital, the patient experienced a pulled off of the scab on the surface of achilles tendon incision, resulting in the exposure of achilles tendon and skin damage. This adverse event led to hospitalization half a month, the patient was given debridement with cefuroxime sodium 1.5g and dressing change after the admission. The flap transfer operation was performed to cover the skin defect area and after the wound was stable and dry, the patient was discharged. The current health status of the patient is recovered.

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Without the requested clinical information such as medical records and images a thorough medical investigation cannot be rendered. Per case details the patient has recovered treatment and hospitalization. Should any additional clinical information be provided, this complaint will be re-evaluated. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.